Event description:
It was reported that at 306 seconds the five minute fluoro timer on the 9900 system activated and would not "alarm reset". The system was rebooted to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reload software (software was corrupted). Reloaded the software. The system was tested and found to be working as intended, and placed back into service.